Manufacturer narrative:
H6, adverse event problem codes, corrected data: initial report inadvertently submitted with the incorrect type of investigation code. H6, adverse event problem codes, corrected data: initial report inadvertently submitted with the incorrect investigation findings code.

Event description:
It was further reported that the patient was experiencing heart palpitations possibly related to stimulation. The event is recovered/resolved.

Event description:
It was reported that the patient was experiencing an adverse event of passing out. The event is serious and required hospitalization and the patient was discharged. Additional intervention was taken of lowering stimulation parameters. The event is possibly related to stimulation and probably related to concomitant medication. The event is recovered/resolved. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received that the patient was discharged by the physician. The stimulation on the patient's device was lowered.

Event description:
Further information obtained regarding the start date of the events.